Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/16/2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed data relevant to the complaint was overwritten due to extended pump use; no related issues were observed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A manual occlusion was created during investigation; the pump alarmed appropriately for an occlusion issue. Unrelated to the complaint, a battery compartment crack was observed. The returned battery cap was able to secure properly to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.